Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr adjusted the main flow and bias flow on the ventilator and reset the unit. There was no failure found. The unit was not making a "squealing" noise after adjustments were made. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that while trying to adjust the mean airway pressure (map) from 16cm to 15cm, the ventilator started to make a "squealing" type of noise. The device was on a patient when the reported issue occurred. The unit was switched out for another ventilator. There was no patient compromise.